Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The "cause traced to device design" conclusion code was selected based on the direct observation of a partial abrasion on the e4 distal ring (spiral region) on the returned lead. Abrasion of lead e4 distal ring (spiral region) is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.